Manufacturer narrative:
Device label code for f10. Position 1, 2, and 3: 1738. Evaluation: the iab was received intact for evaluation with the membrane noted to be completely unfolded. The sheath was observed to be kinked. Laboratory examination revealed no defects in the returned iab. The iab fully inflated after 2 cycles when attached to the system 90 iabp in the lab. The balloon subsequently pumped satisfactorily at 80 & 160 bpm. No alarms were triggered. Probable cause of difficulty: the exact cause of the difficulty could not be determined based on the examination and the event description. It was not possible to verify the rpt'd difficulty in the lab. In general, inflation difficulties may be attributed to one or more of the following: the proximal portion of the membrane remained within the sheath. The balloon was placed too high in the aortic arch or in the subclavian artery. The balloon was placed subintimally. The iab failed to completely unfold because the user did not inject at least 30 cc. Of air as advised in the instructions for use. The catheter kinked within the pt, possibly due to a severe vessel tortuosity and/or pt movement. 6. The catheter kinked outside the pt. The user may have not properly secured the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction and alleviated the problem. 7. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. Having the opportunity to examine the folded balloon membrane may have provided some add'l insight into the encountered difficulty.

Event description:
The iab would not inflate. The pump was changed but the iab still would not inflate. The following was rpt'd to datascope on 10/10/97: a continuous "autofill failure" alarm sounded despite all troubleshooting of the catheter, insertion site, and pump connections. The catheter was removed and examined. It was possible to inflate the balloon easily with a syringe but it was not possible to inflate the balloon on the pump. The pt low cardiac index was compensated by increased inotropic support. Event complications: unk - rpt'd 9/11/97. Pt current status: unk - rpt'd 9/11/97.